Manufacturer narrative:
Pump was received with motor error alarm during occlusion test and unable to prime at 2.5 pounds during prime/delivery test due to faulty force sensor resistor. Unit passed displacement test, rewind, basic occlusion, no delivery and motor tests. Unit had cracked case at display window corner, minor scratched lcd window, broken reservoir tube lip, cracked reservoir tube window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive motor error alarms. Customer's blood glucose was 305 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.